Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding / abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulty getting into uterus. Lining was thick.". The patient's past medical history included multigravida, parity 2 (((B)(6) 2004, (B)(6) 2007).), recurrent abortion, wrist injury, elbow injury, bacterial vaginosis, cholecystectomy, breast reduction, cyst removal, ovarian cyst, appendectomy, bladder operation, foot surgery, breast reduction, uterine dilation and curettage, upper gastrointestinal tract endoscopy, endometrial ablation, dyspareunia, hypothyroidism and depression. Previously administered products included for an unreported indication: pill and yasmin. Concurrent conditions included obesity, urinary incontinence, coughing, sneezing, anxiety, hot flashes, night sweats, sleep disturbance, libido decreased, heavy periods, irregular periods, estrogen deficiency, vaginal haemorrhage, cystoscopy, amenorrhea, uterine pain, ovarian adhesion, general anesthesia, left lower quadrant pain, incision site swelling, incision site pain and skin discolouration. Concomitant products included estradiol since (B)(6) 2016, levothyroxine sodium (synthroid) since 2004 and oxybutynin (ditropan) since (B)(6) 2015. In (B)(6) 2007, the patient experienced urinary tract disorder ("bladder or urinary problem or changes ") and bladder disorder ("bladder or urinary problem or changes "). In (B)(6) 2007, the patient experienced weight increased ("weight gain"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced vaginal infection ("infection( bladder/ urinary tract/ vaginal) type- vaginal & bladder") with vaginal discharge, urinary tract infection ("infection( bladder/ urinary tract/ vaginal) type- urinary tract infection ") and cystitis ("infection( bladder/ urinary tract/ vaginal) type- vaginal & bladder"). In (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("pain in vagina (mild in vagina)") and adnexa uteri pain ("pain in fallopian tubes (severe in tubes)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy ¿ laparoscopic) and surgery (ablation d & c). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, vulvovaginal pain, vaginal infection, menorrhagia, hormone level abnormal, urinary tract disorder, urinary tract infection, weight increased, bladder disorder and cystitis outcome was unknown and the adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, bladder disorder, cystitis, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. On (B)(6) 2014: ultrasound transvaginal exam/ transvaginal pelvic ultrasound: findings- the uterus is slightly heterogeneous in echogenicity and ant everted measuring 6.7 x 3.3 x 3.5 cm. The volume of the uterus is 39.7 cc. The endometrial stripe measures .39 cm, and is within normal limits. The right ovary measures 2.6 by 2.8 x 2.3 em. Final right ovarian volume is 8.5 cc. A complex cyst is appreciated in the right adnexa measuring 1.5 x 1.5 x 1.3 cm, probably an involuting follicular cyst. The left ovary measures 2 x 2.3 x 2.6 cm .. The total left ovarian volume is 3.9 cc . There is a complex cyst in the left adnexa that measures 1.4 x 1.2 x 1.3 cm, probably also an involuting follicular cyst. Bilateral ovarian doppler flow is identified. Bilateral e-coils are noted. Trace amount of free fluid is seen within the pelvis. Impression- uterus is just slightly heterogeneous in echogenicity, but the bilateral e-coil are noted since the patient has had endometrial ablation. Probable involution follicular cysts in both adnexa. The largest cyst is in the right adnexa and appears mildly complex, measuring 1.5 cm in maximal dimension. An ultrasound is recommended in 2 to 3. Trace amount of free in the pelvis. (B)(6) 2014:ultrasound pelvis: findings- the uterus has similar mild heterogeneity without defined mass and measures 7.1 x 3.5 x 3.0 ern, corresponding to a volume of 38.9 ec. Bilateral echogenic areas are present within the region of the uterine fundus consistent with essure device coil the endometrial border is indistinct and the endometrium measures 0.4 cm. The right ovary measures 2.0 x 1.5 x 1.1 cm, correspond mg to volume of 1.6 cc. The left ovary measures 1.8 x 1.6 x 2.2 cm, corresponding to a volume of3.2 cc. The ovaries are grossly unremarkable on grayscale. Blood flow is seen to both ovaries. Previously described complex ovarian cyst are not seen on current exam. No free pelvic fluid is identified. Impression: interval resolution of complex ovarian cysts. Similar mild heterogeneity of the uterus which may represent endometriosis. No defined myometrial mass is identified. Indistinct endometrial border that may be related to endometrial ablation (B)(6) 2015:surgical pathology report: specimen- cervix, uterus, bilateral tubes and ovaries diagnosis-uterus with attached bilateral adnexa cervix: squamous metaplasia. Endometrium: changes consistent with prior ablation. Myometrium: superficial changes consistent with prior ablation. Adenomyosis, serosa: a few fibrous adhesions. Bilateral fallopian tubes: unremarkable. Bilateral ovaries: involuting corpora lutea. Left ovarian simple cyst. Most recent follow-up information incorporated above includes: on 8-feb-2018: plantiff fact sheet & medical record received. Events vaginal bleeding, menorrhagia, bladder or urinary problem or changes hormonal changes,infection( bladder/ urinary tract/ vaginal) type- vaginal & bladder,vaginal discharge, vaginal discharge,pain in fallopian tubes,pain in vagina are added. Lab data updated. Concomitant & historical condition are added. Concomitant & historica drug are added.product , patient and reporter information updated.¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (plaintiff underwent surgery to remove essure device on (B)(6) 2015.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.